Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was making a constant tone. The customer reported that the tone was not preceded by an alarm and began after she programmed the insulin pump's settings. During troubleshooting, the customer inserted a new battery, the tone did not return and the device passed the self test. Customer stated that after inserting the new battery, the insulin pump had an error alarm and a motor error alarm. Blood glucose level was 102 mg/dl at the time of the incident. The customer will not return the device for analysis.